Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: cutaneous contour deformity. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female who underwent primary breast reconstruction with a 325cc mentor memorygel breast implant experienced a cutaneous contour deformity and discolored implant post procedure. The patient required a flap due to thin skin. When the device was removed during this operation the physician noted that it was cloudy. The device was explanted without replacement on (B)(6) 2021.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device number 7496973, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies in the color were observed on the breast implant. Leak testing was performed in accordance with mentor procedures and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable discolor. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).